Event description:
Customer complained of discrepant inr results between coaguchek xs meter (B)(4) and a lab using an unknown reagent. The patient result was 7.9 inr. The lab test was done within 10 minutes and the result was 4.8 inr. On (B)(6) 2018, the patient result was 4.2 inr. The lab test was done within 10 minutes and the result was 3.1 inr. There was no allegation of an adverse event. The patient's therapeutic range is 3.5-4.5 inr. Blood was applied to the test strip within 15 seconds of the fingerstick. The patient is not anemic and is not on heparin or any direct thrombin inhibitors. The patient does have antiphospholipid antibodies which are a known limitation of the system per product labeling. The patient did not have any changes in diet or medication. Patient does not have any bleeding or bruising. Retention test strips ((B)(4)) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09) on internal reference meters. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material as tested complies with specification. Extensive measurements have shown higher deviations for coaguchek values > 4.5 inr compared to a laboratory method. Therefore, the customer allegation has been substantiated. A product problem has been found for coaguchek values > 4.5 inr, which was the case in this complaint. This can be traced back to the calibration of the complained test strips to the who standard rtf/16. For measurements > 4.5 inr. The customer is advised to contact the physician and perform a measurement with a laboratory method. Roche diagnostics has issued a recall for this issue. Please refer to medwatch field - correction/removal report no.